Event description:
It was reported that the patient experienced an infection at the implantable pulse generator (ipg) implant site of the spinal cord stimulator (scs) system during the examination it was noted that the ipg site was swollen and there was puss, fluid, discharge. The patient underwent an explant procedure in which the ipg and leads were explanted. Cultures were taken and were positive for an infection, the patient was prescribed antibiotics and is doing well. The devices were not returned as they were retained by the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7083116. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7083120.